Event description:
Review of the device diagnostic history upon service of the device noted a power fail occurrence during normal ventilation operation. The customer did not report the occurrence to the manufacturer's field service engineer previous to service. There was no patient harm reported by the customer. The service engineer was unable to duplicate the finding during testing. Final testing was completed to operating specifications.